Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 13-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid via an implanted pump. The pump had previously delivered fentanyl. The indication for pump use was non-malignant pain. The patient¿s representative reported that the past couple of weeks, the communicator would not charge. The caller stated that they bought 3 usb cords already but still it wouldn¿t charge unless they held the usb cords into the communicator port. The caller stated that the patient was allowed 12 boluses per day and if the patient could take 2-3 boluses per day, they would be fine. The caller added that the patient was not sleeping and that was not good. A replacement communicator was requested from the repair department because the communicator would not charge without holding the usb cords into the communicator port.

Manufacturer narrative:
H3. Analysis of the communicator found micro usb charge port is loose, passed bench test, and tm90 micro usb interface is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.